Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 74-year-old man was scheduled to undergo high risk pci with intended impella cp support. Despite successful sheath and wire placement the impella would not pass through either the 25 cm or the 13 cm sheath. The procedure was abandoned and plans made to return another time for impella 5.5 supported hrpci.